Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient experienced a bent infusion set catheter event on 26-feb-2026. The issue resulted in a high blood glucose level of 300 mg/dl. No further information is available.